Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed the device evaluation. Failure analysis found a broken pitch cable at the distal clevis hub. The clevis did not exhibit any wear. Broken strands stuck out at the wrist of the instrument. The crimp was not missing. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci assisted surgical procedure, it was observed that a cable was coming loose from the pulley system on the hinge of the small grasping retractor instrument at the tip of the arm. The cable was seen broken and loose at the hinge before the tip. There was no report of patient harm, adverse outcome or injury.